Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 140 mg/dl. Alarm and possible causes were explained to the customers. Customer was napping when the alarm occurred. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.